Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited high and unstable threshold measurements. The lead was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event.